Manufacturer narrative:
A site reported that they were unable to deploy the stent of a 7 x 100mm 120cm smart flex vascular stent delivery system (sds). There was no reported patient injury associated with this event. The event involved a patient undergoing an unspecified interventional procedure of an unspecified target lesion. When the physician attempted to deploy the smart flex stent in the patient, he/she was unable to do so despite pushing and pulling. There was no reported patient injury associated with this event. Multiple attempts to obtain further details regarding the associated patient, vessel and procedure have been unsuccessful. A non-sterile unit of smart flex 7x100 vas, 120cm was received inside of a plastic bag with a partially deployed stent. The received product¿s inner member was noted to be out of the catheter body on the valve side, had elongations and several kinks. In addition, the pusher tube was noted to be separated from the device. Functional testing could not be performed due to the condition of the returned device (pusher tube separation and damaged inner member). However, the stent was successfully deployed manually and revealed no evidence of damage. The device was inspected under the vision system and confirmed the previously noted damages and that the stent itself was un-damaged. These damages suggest that the device underwent stress during the procedure. A review of the manufacturing records revealed that this lot of products met specification prior to release. The reported ¿sds - deployment difficulty¿ could not be evaluated correctly due to the condition of the returned device. The exact cause of this event could not be conclusively determined. However, the results of the analysis suggest that procedural factors might have contributed to it. The product instructions for use cautions the user that if resistance if felt when initially retracting the outer deployment sheath, they should no force deployment. Users are guided to withdraw the sds without deploying the stent. They are further instructed that the tuohy borst valve on the handle must be loosened to allow free movement of the pusher tube during advancement. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However given the results of the returned product analysis, there are possible handling and/or procedural factors that may have contributed to it. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. A risk assessment has been initiated to address this issue.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During an unspecified interventional procedure, a 7x100 vascular smart flex stent could not be deployed. The incident occurred during surgery while being used on patient. It was reported that deployment system had a problem. When the doctor tried to push and pull but was also unable to deploy the stent. Preliminary evaluation of the returned device indicates the stent is protruding and the device is in pieces. Unsuccessful attempts made to obtain additional information.